Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. The tip of the micropituitary is broken at the locking pin and the cause of the event is unknown.

Event description:
It was reported that the micropituitary tip was bent in an unknown spinal procedure. No patient complications were reported at this time.